Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record on (B)(4) 2011 for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that rebooting had occurred which was duplicated during testing. There was no damage observed to the battery compartment. Evaluation revealed that the battery cap threads were stripped; the battery cap was unable to maintain an electrical connection, resulting in rebooting. A test battery cap was used to complete investigation; the pump powered on normally with no alarms. With the test cap, the pump was exercised for 24 hours with no power issues occurring. Unrelated to the complaint, evaluation revealed a dim display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The reporter, the patient's mother, reported for several months the pump had self-rebooted and the patient had to confirm the verify screen on the display. The patient did not experience any symptoms of high or low blood glucose levels during this time period. Troubleshooting revealed there were no cracks or damage in the battery compartment, the battery cap was intact and secure and there had been no trauma to the pump. There was no adverse event associated with this issue.